Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had a surgery related to a failed back fusion correction. The patient reported that they tried to take care of the failed back fusion with the stimulator but the pain was still too much even with the stimulator. The patient reported that it helps when they are not doing much and the recent surgery also helped